Event description:
It was reported that during a nephrectomy procedure, after the first fire with white cartridges on the renal artery of the kidney, the surgeon noticed that bleeding started to occur but the jaws of the device did not open. After some attempts to open the jaws (pushing them on the kidney, squeezing the handle), nothing worked, he decided to convert to open surgery. The echelon jaws didn¿t open even then. The surgeon decided to put force in order to release the jaws; he succeeded and then with a new device and a new reload closed the artery.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Since there was bleeding, is it possible that the patient¿s health history or anatomy contributed to the difficulties that were encountered? No. How much blood did the patient lost? Was a transfusion required? No transfusion was required. Was the patient taking any anticoagulants? If yes, specify prescribed medication. None. Does patient have a known coagulation disorder? No. Has the patient taken any steroids? None provided. Was the conversion to an open procedure only caused by the difficulties with the device? Yes. Or were there other circumstances, patient conditions or surgeon¿s preferences that may have cause this? No. On what tissue type was the device used? At what location on the tissue? No tissue - vascular. Was it used on thick tissue? No. Did the surgeon waited the recommended 15 seconds after closing and before firing the device? Yes. Was the cartridge correct inserted, did they hear the ¿click¿? None provided. On which firing(s) did this event occur (1st, 2nd, 12th, etc.)? 2. During which stroke did the event occur? 1. What other color cartridges were used before and after this event? No other color was buttressing material utilized? If so, which product? No. Was the instrument fired across or near an existing staple line or clip? No. Were any unexpected noises heard? If so, when? No. Were any of the forces higher or lower than expected (closing,...

Manufacturer narrative:
(B)(4). Results: incomplete interrupted cycle. The device was received for analysis with no visual non-conformances and with an cartridge loaded on the device. The cartridge reload was received partially fired consistent with an incomplete or interrupted cycle. The device was tested for functionality in the articulated position with the returned cartridge reload by resetting and reloading it into the device. The device achieved its complete stroke firing sequence without any difficulties. The remaining staple line and cut line were complete and the staples were noted to have the proper b-form shape. Event could not be confirmed as the device closed and opened without any difficulties noted. The manufacturing records were reviewed and no discrepancies were found during the manufacturing process.